Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3) test wells (crrs3), lot r235, on two galileo echo instruments.

Manufacturer narrative:
Review of the image result files showed that negative results were obtained with all cells of the screening assays. Results visually appeared negative as reported by the echo instruments. Controls reacted as expected. A review of the color check images showed that plasma had been added to all test wells for batches reviewed. The customer was advised that we were unable to rule out if the pouch of crrs3 strips, lot r235, that were used on both instruments were compromised. The product is performing as expected.